Event description:
It was reported that the patient experienced multiple shocks due to noise. The physician suspected clavicular crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the proximal conductor had fractured. It was also noted that the distal and defibrillator conductors were distorted, there were several conductors had blood/body fluid (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking (esc), the outer tubing had a non-electrical esc breach, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.